Event description:
It was reported that the anesthesia system measured a negative airway pressure during treatment. In the system checkout that was performed after the event the pressure transducer test failed. There was no patient harm. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation of the reported failure in this complaint has been completed. The anesthesia system was investigated by our field service engineer. The reported failure was reproduced. The inspiratory pressure transducer pcb was found faulty and was replaced which solved the reported failure. The replaced pressure transducer pcb was kept by the customer and not returned for investigation. The system device logs were received for evaluation. The evaluation of the received system device logs shows that the alarm for negative airway pressure had been continuously generated during the treatment on the given date of the event. The last system checkout that was performed before the event and also the system checkout that was performed after failed in the pressure transducer test. The pressure transducer test failed due to that zero pressure offset for the inspiratory pressure transducer pcb had drifted outside defined intervals. The measured zero-pressure offset was 0.78 volt. The pressure transducer pcb has a factory calibrated pressure transducer offset value that normally is around 2 volt. During system checkout this offset value is measured and if the measured value is outside the allowed limit (±300 mv from factory calibrated value) the test will fail. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. Our conclusion, based on the field service engineer investigation and the evaluation of the system device logs, is that the replaced inspiratory pressure transducer pcb was the cause of this failure but the root cause has not been determined in this investigation.